Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal (tep) repair, the device was used. The device was inserted into the cavity and the obturator was removed, although the balloon could be inflated, air leaked gradually and it could not inflate sufficiently. Since it was not a situation that the balloon did not inflate at all, the operation could be performed. Damage was found inside the balloon, and it seemed that this part does not touch outside. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal for the trocar balloon was cut. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the hole was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.